Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative examined the pump and performed full operation of iabp with patient simulator and iabp catheter and could not duplicate the event. Removed the unit from cart and inspected helium and electrical connections with no visible damage. Removed the case to observe led code on executive board. It was observed no failures codes ("aa"). Performed drive calibrations and full pneumatic system performance checks with no failures. Checked fault logs and electrical fail codes and noted there was an autofill fail code #37, arg 0x5. Performed multiple autofill calibrations and fills with a patient simulator and could not duplicate an autofill failure. Also performed touchscreen calibration. Performed calibrations, functional testing tests and safety checks to factory specifications. Pump was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp failed to pump the iab. The patient was switched to another iabp and therapy was continued. No patient injury was reported.